Manufacturer narrative:
The technician unsuccessfully attempted to adjust the casters, so the casters were replaced to repair the stretcher.

Event description:
Info received indicates the casters would ratchet around while in the brake mode.